Event description:
It was reported that the patient experienced a change in therapy. The patient's third pump was implanted in 2008. An indium study was performed and confirmed that the pump was not working. The drug concentration and daily dose were not reported. Unable to follow-up with contact information provided, no additional information was obtained.